Event description:
It was reported that when the device was used during an unknown procedure, the device stapled but did not cut. The anastomosis was hand sutured to complete the case. There was no consequence to pt.